Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was mdt rep. Said controller would display no device found 9 out of 10 times the pt tried to connect to the implantable neurostimulator (ins) wirelessly even though the ins was charged, in this case 60%. Mdt rep. Said it was hit or miss. Pt just had replacement recharger sent to them and had the controller replaced from sunmed because the old controller was lost in november 2023. During call, mdt rep. Confirmed the no device found screen when controller was unlocked at a distance of 8 inches from the ins. Event date was yesterday. Mdt rep. Connected successfully with the CT communicator holding the communicator right over the ins. Mdt rep. Moved communicator away and ins maintained connection with the communicator until the communicator was about 5 feet away from ins. An email was sent to the repair department to replace the controller. Amy, rep said patient got controller replacement and she still can't connect to the neurostimulator(ins), unless the recharger is plugged in or the controller is directly over the ins. Rep said she is able to connect with the tablet however telemetry didn't seem as good and she has to put the communicator closer than normal. Ts had rep disable and then re-enable device, but response was the same. Ts had rep use fa controller and it was the same. Ts then had rep move from the office clinic to another location in the lobby and it still reacted the same. Ts had rep disable and re-enable again, still the same. Now the patient's implant was too low and rep has to recharge, but using passive recharge mode. Rep to charge up patient's implant further and try again and call back. Amy hollister called back and reviewed the information initially provided along with the actions taken on 29 january. The caller was advised to send an mdt file which the caller noted they had generated and will be sending in later today. Mdt rep. Called in again to get update on log file. Tss discussed the process and provided general information on log files. Requested another mdt file from amy hollister via email as the one we received had minimal data on it. Looking at log files in the meantime. Hcit brought amy hollister on the line who was with the pt. Agent reviewed with amy where to find mdt file on the tablet. Amy generated the report and will send directly to dawn along with the rtg number. Amy hollister also confirmed there haven't been any changes at the ins pocket site, no trauma and no procedures that precipitated the change in telemetry. Log file revealed electrode 3, 0, 4, 5, 6, 11, 8, 12, 13, 14, 15 out of range for impedance check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A correction was made to include a duplicate report that was submitted in rr #3004209178-2024-09779, the file has been merged. Any new information will continue to be submitted via rr #3004209178-2024-05913. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis#: (B)(4):analysis information: 2024-04-18 12:09:51 cst pli#: 20 product ID#: 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Continuation of d10: product ID: 97792, product type: accessory, product ID: 97792, product type: accessory, product ID: 97745nt, lot#serial#: (B)(6), h3: analysis of the implantable neurostimulator (product ID#: 97715, serial#: (B)(6) found the feed through was broken in the device header. Analysis of the lead (product ID#: 977c265, serial#: (B)(6) found conductors #3-7 and #11-14 were broken/open at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation system was explanted and returned for analysis.

Manufacturer narrative:
Product analysis #804390464:analysis information -- 2024-04-18 12:09:51 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Continuation of d10: product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2024. Product type lead product ID 97745nt lot# serial# (B)(6) product type programmer, patient h3: analysis of the lead (product ID# 977c265, serial# (B)(6)) identified that a weld was corroded at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #804390464:analysis information -- 2024-04-18 12:09:51 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Continuation of d10: product ID 97792 , product type accessory product ID 97792 lot# , product type accessory product ID 977c265 lot# serial# (B)(6) , product type lead product ID 97745nt ,lot# serial# (B)(6) , product type correction to h6: codes omitted from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.